Event description:
Per the clinic, the patient experienced far advanced otosclerosis with severe facial nerve stimulation, leading to device non-use and the need to perform MRI. Subsequently, the device was electively explanted on (B)(6) 2026. There are no plans to re-implant the patient with a new device as of the date of this report.